Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an instrument used with a navigation system. It was reported outside of a procedure that the blunt tip probe had a damaged cable. There was no patient present.

Manufacturer narrative:
The hardware investigation found that the returned probe was very faded and worn. The cable was not damaged, but the cable strain relief was torn at the probe end. There were no internal wires exposed. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.